Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvmwb11, (imp,tsv,mcol mg,4.7mm,11.5mml) and one (1) unknown zimmer abutment for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on external threads. The abutments screw fracture was identified. The implant had a fractured abutment hex stuck inside. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The abutment screw was not returned, however, the abutments hex was fractured and stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of abutment screw inside of the implant at tooth site 26, removal of remaining part was not possible. Doctor also reported bone loss and infection. Patient referred discomfort.